Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta): (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6).

Event description:
Approximately 6 month(s) and 26 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced septic loosening with severe pain. The patient underwent a standard total revision for the loosening with the reported removal of the glenoid component. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.